Event description:
The patient was implanted with a left ventricular assist device (lvad). During a routine transplant procedure, the surgeon reportedly noted that the outflow graft bend relief was disconnected. There was no report of alarms or patient symptoms prior to the heart transplant. The patient was successfully transplanted without issue.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. These reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.